Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an alert generated on the remote monitoring system due to out of range shock impedance for this right ventricular (rv) lead. Boston scientific technical services (ts) presented the health care provider with options for additional testing or programming. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.